Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 5 mg/ml morphine at 1.4 mg/day via an implantable pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient was not happy with the positioning of the pump, so instead of revising it, they were going to replace the pump with a smaller pump. The event date was asked, but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.